Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 470 mg/dl. The customer had a fever and was vomiting prior to the event. The customer also reported failed battery test, battery out limit and weak battery alarms. The customer was unable to troubleshoot at the time of the call as she had no supplies. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Corrosion was found on the battery tube.